Event description:
It was reported that the customer had bumps and ended up in intensive care unit. Customer stated forgot to bolus and did not check his blood glucose. His blood glucose was very high and had diabetes ketoacidosis and was hospitalized and admitted to intensive care unit. No blood glucose reading provided. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.